Manufacturer narrative:
. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient was bothered by halos at night. Their daily activities were not impacted by the symptoms. The customer reported that they followed the directions for use. There was no incision enlargement, no sutures, no vitrectomy and no delay in procedure. No medication outside the standard of care was needed. The patient¿s best corrected visual acuity (bscva) pre-operative was 20/50 j1 and post-operative 20/20 j1. The iol was explanted and replaced with another jnj lens name puresee 16.5 diopter, model den00v. The patient has fully recovered. No further information is available.